Event description:
It was reported that an occlusion alarm occurred. Customer reported using fiasp and cold insulin, which is considered off label per the user guide. Customer changed pump supplies and resumed insulin therapy. There was no reported adverse impact on the customers blood glucose level.

Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.